Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement for normal eri, the device was interrogated and there were several episodes of noise that resulted in oversensing on the atrial lead. The device was replaced for normal eri and the new device sensitivity was programmed to resolve the event. The patient was stable following the procedure.